Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that white granules were noted on the wire. During unpacking, some white granules were found attached on the 330cm rotawire¿. The wire was then considered defective and was not used. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that white granules were noted on the wire. During unpacking, some white granules were found attached on the 330cm rotawire¿. The wire was then considered defective and was not used. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. Visual inspection observed no abnormalities on the device. The device looked in good condition and no foreign matters noted. Dimensional inspection observed the measurements of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).